Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 088 alarm. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and there was further moisture corrosion found. Unrelated to the original complaint, the pump powered up to a dim and discolored display. The pump alarmed with a cs 088 alarm during the 24 hours duration test. The original complaint was duplicated during the investigation. Additionally, the battery compartment was found to be cracked from the threads down to the case seal.